Event description:
Six days post-operatively, the pt suffered a cardiovascular accident. The pt had visual disturbances, left facial paralysis. A CT scan showed no signs of hemorrhage but an embolism was noted in the basilar trunk. The cardiovascular accident was attributed to atrial fibrillation. The pt had efficient anti-coagulation. An echo did not show any dysfunction of the prosthesis. (Avert).